Manufacturer narrative:
Despite requests, either precise information about the device nor about the incident nor x-ray pictures are available for analysis. Batch history review: the batch of the involved device is unknown. Investigation: despite requests, either precise information about the incident nor x-ray pictures are available for analysis. Consequently no thorough investigation can be performed. No conclusion can be drawn. B braun medical sas has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
On or about (B)(6) 2003, patient was implanted with a braun venatech filter. On (B)(6) 2015, patient underwent a CT scan of the abdomen and pelvis. Examination of the CT scan revealed that both the left and the right posterolateral struts have penetrated through the caval wall.